Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator (B)(6) 2013; 694758 implantable tachy lead (B)(6) 2013; 419478 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) dislodged. The lead was repositioned and it remains in use. No patient complications have been reported as a result of this event.